Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds and an unacceptable sensed wave. During a re-positioning attempt, the lead helix was not released from the tissue by rotating the lead. Multiple attempts to release the helix were unsuccessful. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.